Manufacturer narrative:
Device evaluation visual inspection: the hawkone was returned with the cutter advanced within the housing. The torque shaft beneath the strain relief was bent at an approximate 90 degree angle. No other structural issues were noted upon visual inspection. Dried blood was observed throughout the unit. It should be noted dried biological debris was noted within the coiled housing of the distal assembly. The cutter was positioned with the cutter advanced approximately 3.2cm distal the cutter window. It should be noted dried blood was observed within the cutter window behind the advanced cutter assembly. Functional testing: the thumb switch was retracted and the thumb switch was pulled back into the cutter window. No damage to the cutter was noted, however dried blood was observed behind the cutter head. The thumb switch was advanced and the cutter was approximately 3cm from the cutter window. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone device during patient treatment. It is reported the device would not pack correctly. The procedure was completed using this device. No injury reported.